Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unspecified drug of unspecified concentration at an unspecified dose rate via an implantable pump for non-malignant pain. It was reported the patient's pump was way below their abdomen now, not where it was originally placed. It was also noted the pump flips around. The patient was looking for a new doctor in their area and was going to call back if they didn't find one.